Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The reported issue was confirmed by review of the logs. The cause was determined to be one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. The device passed all functional testing during evaluation and was sent for service. If additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a high drain alarm, an indicator of a drain meeting increased intra-peritoneal volume criteria, while using a homechoice (hc) machine. The hp had called the registered nurse and disconnected from the hc. The technical service representative assisted the hp in clearing the alarm. There was patient involvement, but no patient injury or medical intervention indicated in association with this report. No additional information is available.